Manufacturer narrative:
The field service engineer (fse) removed the rinse stations and cleaned the rinse nozzles and found that the acid wash nozzle was blocked and cleaned it. The fse checked the fill levels to confirm nozzle functionality. The service maintenance actions performed by the fse resolved the issue.

Manufacturer narrative:
The reagent lot number is 907929. The investigation is ongoing.

Event description:
There was an allegation of questionable phosphate (inorganic) ver.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 0.120 mmol/l. The repeat result was 1.10 mmol/l. The repeat result was deemed correct.